Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue, and as a result, replaced universal surgical manipulator (usm) 3. The system was tested and verified as ready for use. The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted technical support to report that a sureform 60 stapler instrument would not engage when installed on universal surgical manipulator (usm) 3. The customer advised that troubleshooting had already been performed, including removing and reinstalling the stapler, replacing the drape, and trying a different stapler instrument. The technical support engineer (tse) reviewed the error logs and identified multiple error 22020 events, indicating a stapler engagement issue on usm 3. As instructed by the tse, the customer performed a hard power cycle of the system and again attempted to install the stapler instrument on usm 3 without success. The tse then instructed the customer to replace the cannula seal on the cannula attached to usm 3, however, the issue persisted. The tse subsequently requested the customer test another instrument. A tip-up fenestrated grasper instrument was installed on usm 3, but also failed to engage, indicating the issue was not isolated to the stapler instrument. The tse inquired whether an alternative patient side cart (psc) was available to replace the psc in use. The customer confirmed that an alternative psc would be used to complete the procedure. Approximately 20 minutes later, the tse confirmed that the alternate psc had been connected to the system and was being used successfully to continue the procedure. The customer advised that, apart from an approximately 90-minute delay under anesthesia, no other patient harm occurred. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the procedure was completed robotically following conversion to the alternative psc. There were no intra or post-operative complications due to the surgical procedure delay. The surgeon continued the procedure as planned using the other psc without injury to the patient.